Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he received an infusion set blocked alarm. In troubleshooting blockage was found at the site. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, the reference samples for the lot 6006086 have already been previously tested in the complaint (B)(6) on 01-aug-2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report 2081310.pdf attached in this record. Device history record (DHR) review: the lot 6006086 was manufactured according to the work instruction (wi) version 96 and packaging in the machine 10, on 25/mar/2024, with a total of 30,000 units. Welding: the lot 4c04552 was assembled according to the wi version 33 on-line inspection for machine ls24, ls25 and ls11 on 21-oct-2024, with a total of (B)(4) units each. The lot 4c01734 was assembled according to the wi version 33 on-line inspection for machine ls07 and ls06 on 17-mar-2024, with a total of (B)(4) units each. Gluing connector: the lot 4c01644 was glued according to the wi version 37, line 03 on 19-mar-2024, with a total of (B)(4) units each. The lot 4c04541 was glued according to the wi version 37, line 03 on 24-mar-2024, with a total of (B)(4) units each. The lot 4c01642 was glued according to the wi version 37, line 03 on 17-mar-2024, with a total of (B)(4) units each. Gluing of tubing: the lot 4c03971 was glued according to the wi version 62, machine sc05 and sc06 on 23-mar-2024, with a total of (B)(4) units each. The lot 4c04948 was glued according to the wi version 62, machine sc05 and sc06 on 24-mar-2024, with a total of (B)(4) units each. Review of the device history record (DHR) review showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 01/aug/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6006086 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.